Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment regarding telemetry failure. Analysis did confirm, however, that the stylus, keyboard, and power cord bay of the programmer were broken. It was also noted that the programmer failed audio loop tests, and the hard drive health was found to be less than one-hundred percent. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced telemetry failure during a patient check. It was also reported that the programmer had a broken stylus, keyboard, and bay. A different programmer was used to complete the patient check. The programmer was returned for repair. No patient complications have been reported as a result of this event.